Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reloaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer declined further troubleshooting from tandem technical support, and reportedly continued to use the existing cartridge. There was no adverse impact on customer's blood glucose level.